Event description:
While performing performance verification testing after preventive maintenance, the respironics svc tech reported the ventilator failed the remote alarm test. The unit was not in use, therefore, there was no pt harm or involvement. The respironics svc tech replaced the main printed circuit board (pcb) to correct the problem. Performance verification testing was completed on the ventilator and all tests passed per operating specifications

Manufacturer narrative:
Na